Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the slides bearing cages were damaged. A field service engineer replaced both slides and replaced a newer version insep. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure. The customer reported there was a 15 minutes delay in issuing the meds. There were no adverse events or injuries reported based on this event.